Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify prime/fill anomaly and frozen display anomaly due to broken/detached end cap. No loose drive support cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was damaged. The customer's blood glucose level was 150 mg/dl. The customer reported that when he was priming the back of the pump came off. They stated that when he was priming it got stuck in the priming loop. Customer stated insulin continued to drip after motor stops during the manual prime process. Customer stated they were unable to exit the preparing to prime loop. Customer stated they did not received the second series of beeps nor did numbers appear on the screen. They also reported that the bottom of the insulin pump was broken. They reported that the drive support cap was damaged. The insulin pump will be returned for analysis.